Event description:
Reporter indicated that vns pt was bradycardic. The pt had reportedly been very sick and has multiple health issues. It was reported that the pt developed aspiration pneumonia as a result of their seizures and eventally became comatose. The pt then required cardioversion for atrial fibrillation and had been bradycardic since. Treating epileptologist indicated that the pt experienced somewhere between a 25%-50% reduction in seizures with the vns therapy, but that they had not been able to communicate with the device for approx 9 months and believed that it had reached end of service because the device programmed to aggressive settings and the pt had experienced a decrease in seizure control. Treating epileptologist indicated that he did not believe that the vns was related to the pt's current condition as he beleives that the device had reached normal end of service approx 9 months go. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.